Manufacturer narrative:
(B)(6). A product investigation was completed: this complaint is confirmed, as the returned device was received in two pieces (screw head separated from threaded shaft). Whether this complaint can be replicated is not applicable as the screw is already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Design review: the tabulated product drawing for the 2.7mm variable angle locking screw self-tapping stardrive recess family of screws was reviewed. The returned screw (04.211.026s) was manufactured from a titanium alloy (titanium aluminum niobium) and anodized. The proximal stardrive t8 recess geometry was manufactured per synthes engineering specification. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device was not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 04.211.026s / lot: 9569467 please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), manufacturing date: 17th july 2015, expiry date: 1st july 2025, no deviations found. Article 04.211.026 was manufactured in the us with lot number 7899287. Manufacturing location: (B)(4): manufacturing date: 16-jan-2015, part #: 04.211.026, lot#: 7899287 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26mm. Quantity (B)(4). Lot was release to the warehouse on 16-jan-2015. Work order (B)(4) was issued on 09-jan-2015 for qty (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery of distal humerus fracture, the surgeon experienced difficulty locking the screw in question. He then pulled out the driver; and found the reported screw was broken. It was confirmed that no fragment tip remained in the patient's body. There was a 10-minutes surgical delay. No adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).